Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, tip of harmonic ace was broken. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the broken part of the harmonic ace instrument's tip was completely detached from the instrument, but no fragment fell into the patient. The instrument was inspected prior to use and showed no damage. The issue occurred during a dissecting task, and the surgeon attributed the breakage to poor quality of the instrument. The instrument had been in use for about one hour before the issue arose, and it broke suddenly without any prior functional issues or collision with other instruments or hard materials.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the customer complaint "the tip of ace is broken". The instrument was found to have blade damage at the base of the blade. The blade edge was indented. The blade did not have corrosion that would have contributed to the blade damage. The instrument was found to have a generator self-test (initialization) failure during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating "replace instrument". The curved blade remained intact during the self-test. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.